Event description:
It was reported that on (B)(6) 2026, a patietn presented with grade 4 functional mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed centrally on the leaflets. There was significant challenges with imaging due to the patient's anatomy. There was challenges positioning the first clip, after multiple grasping attempts the clip was successfully placed and deployed on the leaflets. The mr was reduced to grade 3. A mitraclip xt was then attempted to be placed to further reduce the mr, the clip was able to successfully grasp the leaflets, however mr was not reduced. Troubleshooting was preformed and the clip was repositioned. Repositioning of the clip was unsuccessful and the clip was removed from the patient. It was then observed that a regurgitation jet was originating at the base of the anterior leaflet, which was idictative of a perforated leaflet. The final mr remained at grade 4. There was no clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported difficult imaging and pulmonary edema were unable to be determined. The reported tissue injury was due to procedural circumstances. The reported patient effects of tissue injury and pulmonary edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitlization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.